Event description:
It was reported that a patient was not feeling the stimulation on his program 4 at 6.35 v amplitude. The patient fell about a month ago and was seen by the urologist who interrogated the battery but did not do an x-ray to verify the lead placement. The patient had noticed a return of symptoms and had wanted to increase the 4th program but "was getting the arrow pointing up telling him he could not go up any higher." It was stated the stimulation had been great in controlling his symptoms prior to his fall. The patient was able to change programs to program 1 at 3.85 v and was feeling the stimulation strongly but comfortably and would leave this program on and track his symptoms. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).